Event description:
It was reported when using the bd pyxis¿ medstation¿ es bio scanner sustained damage. The customer confirmed malfunction occur when user trying to issue medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction stemmed from damaged bio scanner. A field service engineer took out the faulty bio-ID assembly and replaced it to rectify the problem. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.